Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation completed. This is an initial final report submission. Functional testing found the device would not power on when connected to the original battery pack, and would power on briefly and lose power quickly when connected to the lab battery pack. Additionally, the trigger was found to be loose and would not stay locked into any mode. Visual inspection of the interior of the handpiece found the electrodes were not making contact when on low mode. When on high mode, the device would power on, but the plunger kept getting stuck in place causing the device to lose power. Further visual inspection of the interior of the original battery pack found that some batteries had leaked inside the pack. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the new hip kit did not work and saline water was not running when the surgeon turned on the trigger. At product evaluation investigation the battery pack was found to have some battery leakage. No adverse events were reported as a result of this malfunction.